Event description:
Reference number (B)(4). Event occurred in switzerland. It was reported that the patient faced events of kinked cannula event on (B)(6) 2025. The issues occurred with ten similar types of infusion sets and site was patient's abdomen. The symptoms occurred within three hours of insertion. The customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 5 of 10.